Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a cesarean section in mid (B) (6) 2010. The pt's suture broke twelve days post-operatively after she was discharged from the hospital. The suture line was a running stitch and it broke in the middle. The pt had to return to the hospital for resuturing.